Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / was not reported. [Conclusion]: the healthcare professional reported that during the balloon-assisted stent implantation procedure, after the balloon catheter (unspecified brand) was fully expanded / inflated, the balloon catheter was removed. Under the guidance of a 0.014-inch micro guidewire (unspecified brand), the microcatheter (unspecified brand) reached the target position, the 4mm x 30mm enterprise 2 stent (encr403012 / 5832064) was delivered. The stent was released at about 1/3 of the microcatheter and could not be advanced nor retrieved. It was reported that the stent prematurely deployed in the microcatheter when it moved and without the physician intention to deploy. The physician withdrew the stent and the microcatheter. A new stent and microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue. Based on complaint information, the device was not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5832064. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the balloon-assisted stent implantation procedure, after the balloon catheter (unspecified brand) was fully expanded / inflated, the balloon catheter was removed. Under the guidance of a 0.014-inch micro guidewire (unspecified brand), the microcatheter (unspecified brand) reached the target position, the 4mm x 30mm enterprise 2 stent (encr403012 / 5832064) was delivered. The stent was released at about 1/3 of the microcatheter and could not be advanced nor retrieved. It was reported that the stent prematurely deployed in the microcatheter when it moved and without the physician intention to deploy. The physician withdrew the stent and the microcatheter. A new stent and microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication as a result of the reported issue.